Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had fractured and was exhibiting multiple high out of range pacing impedance measurements of greater than 2000 ohms. Inappropriate atrial tachy response (atr) and rythmiq events were also noted. The ra lead was reprogrammed and remains in service. No adverse patient effects were reported.